Manufacturer narrative:
Concomitant medical products: pb1018 valve, implanted: (B)(6)2016 and pm3210 crt-p ,implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited occasional oversensing and noise. It was further noted that p-waves were diminished. The lead was capped and replaced. No patient complications have been reported as a result of this event.